Event description:
An echocardiogram was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was decreased by 15 mmhg. Accurate readings were observed under the manufacturer's patient care network database. Additional information indicated the recalibration was originally decreased by 25 mmhg. This was later increased by 10 mmhg to reflect the 15 mmhg difference between the right systolic ventricular pressure found during the echocardiogram and the cardiomems sensor mean.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The site elected to perform an echocardiogram to recalibrate the sensor. However, per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) to continue to use the system.

Event description:
An echocardiogram was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was decreased by 15 mmhg. Accurate readings were observed under the manufacturer's patient care network database.